Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for l2-pelvis due to a flat back. Procedure or technique used was normal use on a 6.0 cocr plus rod. Levels implanted l2-pelvis. It was reported that the retaining pin/wire backed itself out on insertion. The doctor then pushed the wire back in. The screw was too tight and surgeon couldn't get the screw to come out. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event. The bender broke in the patient but the fragment was removed with no damage to the patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.